Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that cardiosave hybrid type b plug (iapb) had autofill failure. There was patient involvement reported. Condition of patient is stable.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d5.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b5, b6, b7, d10, e1 (initial reporter), g3, g6, g7, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2, g2, h6 (component code). Revert the contents of section a1 (patient ID) & h4 to blank. Due to character limitation in block e1: event site name: (B)(6). A getinge field service engineer (fse) inspected the unit and operated it using a test balloon for approximately two hours, during which the reported issue could not be reproduced. Review of the unit logs indicated multiple ¿gas loss in patient circuit¿ and ¿patient circuit disconnected¿ alarms. These user induced conditions are known to trigger an autofill failure alarm. The issue could not be duplicated during testing. The unit passed all functional testing and safety checks in accordance with factory specifications and was returned to the customer in proper working condition.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) displayed an autofill failure message. There was patient involved; however, no injury or harm occurred.